Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro c-ring broke in patient. Broken part was retrieved using the jaws of the hemopro through the original incision. The same unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product is question.